Manufacturer narrative:
Sample information was not provided. Qc charts were reviewed. As far back as (B)(6) 2011, intermittent glu, mg and / or mg qc results were out of range high. Qc samples were repeated and qc results were within the lab's established ranges. A bec field service engineer (fse) was dispatched for this event. The fse found that the mixer wash stations were occluded causing carryover resulting in erroneous high results. The fse replaced the mixer paddles, sample probe, wash collars, wash station, 4-way valve, and reagent syringe valve. The fse also performed alignments. Related MDR: 2050012-2011-04462.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneously high magnesium (mg) results generated by a synchron lx 20 pro system for two (2) patients. The results were reported out of the lab and were questioned by the physician. Repeat mg analysis generated lower results and reports were amended. The customer stated that there was no inappropriate treatment given as a result of the incorrect results, and that the delay in reporting corrected results did not affect patient care. Upon bec customer technical support (cts) questioning the customer about the possibility of carryover and other analytes incorrectly generated or reported, the customer cited two samples that yielded very high triglyceride (tg) results. When repeated, results were lower and considered correct. No false tg results were reported out of the laboratory. The customer stated that the delay in reporting corrected results did not affect patient care. Upon further questioning, the customer cited two samples that yielded very high glucose (glu) results. These results were reported out of the lab and subsequent corrected reports were filed. The customer stated that there was no inappropriate treatment given as a result of the incorrect results, and that the delay in reporting corrected results did not affect patient care. The customer obtained these erroneous results on (B)(6) 2011 and (B)(6) 2011. This report represents the event on (B)(6) 2011.